Manufacturer narrative:
We have received the device (tx microtip) for evaluation and testing to verify the reported complaint of broken needle. Visual inspection of the returned device (tx microtip) showed that the needle was intact, not broken. The returned device has passed the functional testing and no problem was found. We were unable to confirm the reported complaint based on the evaluation of the returned device. We have notified the client that the incorrect device could have been sent for evaluation as the needle was intact. We will submit a follow up report if we were to receive the actual device reported as "broken needle".

Event description:
Per the reported information, the doctor was getting ready to perform a procedure of a tenotomy on a rt shoulder with a tenex handpiece (tx microtip), the needle broke off before making a contact with the patient. Another tenex handpiece (tx microtip) was used to complete the procedure. There have been no reported patient injury or adverse event due to the reported failure.